Event description:
It was reported that patient developed the following side effects using the subject inhaler: kidney problem/infection, ear infection, swollen tongue and poor vision. She was put on antibiotics. She said that her friend found out on internet that the subject device was recalled. She is taking penicillin (500 mg) for ear infection; and phenazopyridine (200 mg) and ciprofloxacin (500 mg) for her kidney problem.